Event description:
Sorin group (B)(4) received a report that, during re-circulation before ecc, the cardioplegia pump stopped and displayed the error message fault motor controller 439. The pump was re-started by turning the knob. Then, during bypass, the pump stopped again and the screen went black. The pump was changed out in order to complete the case. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during re-circulation before ecc, the cardioplegia pump stopped and displayed the error message fault motor controller 439. The pump was re-started by turning the knob. Then, during bypass, the pump stopped again and the screen went black. The pump was changed out in order to complete the case. There was no report of pt injury. The pump was returned to sgd for eval. Eval of the returned pump found a defective dc/dc converter. The dc/dc converter was replaced and the pump was tested for approx 300 hours without problems. No further action is deemed necessary.